Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. Vascular access was obtained via the femoral artery. Flushing was maintained during the procedure and ivus was not used. The 86% stenosed lesion being treated was located in the severly tortuous and severly calcified proximal to middle left anterior descending (lad). The 3.50x24mm taxus liberte stent delivery system (sds) was advanced to, but could not cross the target lesion. The procedure was completed using a 3.50x24mm non-bsc stent. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)